Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify whether or not the "packaging that was flaking" is referring to the external device carton or if it is referring to the internal device packaging meaning inside the blister pack itself. Was the sterility of the device compromised? As you peel apart the packaging, the flaking started and it did compromise the sterility of the product.

Event description:
It was reported that the packaging is flaking. As you peel apart the packaging, the flaking started and it did compromise the sterility of the product.